Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site. The reported complaint of "the display head's rotary encoder of the thermogard xp ivtm system (sn: (B)(4) was hard to press" was not confirmed during functional testing. There was no device malfunction on the ivtm thermogard system, and the rotary encoder functioned as intended. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The ivtm thermogard console passed the initial functional testing with no issues; therefore, the reported complaint was not confirmed. The rotary encoder was deburred and dusted as a precautionary measure. Following service, the ivtm system passed all testing criteria.

Event description:
The display head's rotary encoder of the thermogard xp ivtm system (sn: (B)(4)) was hard to press. According to the customer, while turning the rotary encoder at some angles, the "enter function" did not seem to work as intended. Nevertheless, the display head was still readable. No patient involvement.